Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 110017104, finned cup, lot # 6061019, item # 010000811, liner, lot # 6065078. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01866, 0001825034-2018-01867, 0001825034-2018-01868.

Event description:
It was reported that multiple liners would not lock into the shell. The event occurred during a primary hip surgery causing a delay greater than 30 minutes. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The device was returned to the manufacturer for evaluation. Upon visual inspection, there was deformation to the scallops and locking feature of the liner. No further measurements were taken as the order was checked 100% during production. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.